Event description:
It was reported via repair work order that the brakes were not working properly and may not have been able to be engaged. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as no defect was found by the technician during inspection.

Manufacturer narrative:
Conclusion description - bed still unavailable to perform repair.

Event description:
It was reported via repair work order that the brakes were not working properly and may not have been able to be engaged. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.